Event description:
It was reported to (B)(6) that the bain fistula needle 15gx1, 25mm is causing patients to clot, used different needle with no issues. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".